Event description:
The tps handpiece cord was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon evaluation the wedges were worn.